Event description:
A consumer reports that he is not happy with his intermediate vision and sees halos at night when driving following unilateral intracocular lens implant surgery. The implanting surgeon states the pt's bcva distance and near is 20/25. The pt refused a second implant and the surgeon feels, in hindsight, that the pt was not a good candidate for this lens model. The lens remains implanted. Additional info has been requested from the implanting surgeon.